Event description:
It was reported that the ilet failed to charge while on the charging cradle, including an event where the device powered off on the cradle and the charge indicator light blinked without progressing, consistent with a charging function issue associated with the cradle component. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and education with the user, assessment of charger orientation, and replacement of the charging cradle to isolate the issue. Investigation of this case revealed that the cradle was the likely source of the charging failure, indicated by the persistent blinking charge light and inability to transfer power to the device. It was concluded, based on previously established findings for similar reports, that a faulty or malfunctioning charger was the likely cause.